Event description:
It was reported that half way through an atrial fibrillation (afib) procedure, the patient's blood pressure dropped and an echo confirmed a pericardial effusion. A pericardiocentesis was performed and approximately 1400 cc of fluid was removed. The patient was stabilized and admitted at the ICU for observation. The caller stated that the physician made a comment that he felt that the perforation probably occurred at the left appendage. Upon request from the bwi field representative, additional information was provided on the event. The event was attributed to the transseptal puncture and during the ablation phase. It was unknown if any other factors contributed to the event. The physician had difficulty manipulating catheters which was possibly due to the transseptal puncture location. The physician did not notice any abnormal signals. There were approximately 10 ablations before the event. The rf generator was set to "power-control" mode at 35-40 w. The temperature cut-off setting is unknown and the flow setting was 15ml/min. It was unknown if a long sheath was used with the ablation catheter. The patient received anticoagulation in the procedure but the exact range was unknown. A pericardiocentesis was performed and approximately 1400cc of blood was removed. The patient was stabilized in the ICU after the procedure was aborted. The last updated received was that the patient was doing.

Manufacturer narrative:
Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Coolflow pump, model #: m-5491-02, serial #: (B)(4). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. (B)(4)

Manufacturer narrative:
Upon request for the product to be returned to the bwi failure analysis lab to be analyzed, the bwi field representative informed us that the product had been discarded by the account. Product investigation will not be performed as initially reported since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. (B)(4).